Event description:
During the cardiac procedure in the heart catheter lab, the shaft of the nc trek coronary dilitation shaft broke. This required that another catheter be used in the procedure.what was the original intended procedure?cardiac catheterization.